Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other 3.5 x 26 mm graftmaster referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation located in the left anterior descending coronary artery that was caused by another device. An attempt was made to cross a 3.5 x 26 mm graftmaster stent delivery system (sds) for treatment of the perforation; however, it would not cross. An attempt was then made to cross with another same size device, however, it also failed to cross. Another graftmaster covered stent crossed successfully and the perforation was sealed to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.